Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection confirmed a broken grip cable at the distal end. No conductor wire damage was identified. Further inspection of the instrument after removal of the housing found a dislodged instrument grip cable and excessive amount of dried residue around the clamping pulley cable grooves. The grip cable dislodgement can result to uncontrolled yaw motion movement. Both grip cable observations (broken and dislodged) are related. The biodebris found on the clamping pulley is unrelated and it is most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. The information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is associated to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additionally, the mcs instrument uses a tip cover accessory, which mitigates the potential for a fragment falling into the patient. In a potential fragment-causing failure, such as cable failure, for the mcs instrument, the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. The probable root cause of a dislodged cable is associated to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the user observed damaged wire on the monopolar curved scissors (mcs) instrument. Use of the instrument was discontinued. The user contined the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No incidence of unintended energy discharge or arcing was known.